Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s abdominal hernia which required repair. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the hernia event. Based on all the available information, the use of the fresenius cycler to facilitate pd therapy cannot be excluded as a contributing factor in the hernia development. Hernia is a well-known potential complication with patient¿s on pd therapy due to the natural cause of increased intra-abdominal pressure from the dialysate during dialysis treatment. Furthermore, the patient is at risk for hernia development due to obesity

Event description:
It was reported that a peritoneal dialysis (pd) patient had surgery. Upon follow-up with the patient's peritoneal dialysis registered nurse (pdrn), it was reported that on (B)(6) 2020 this patient underwent an outpatient abdominal hernia repair. Per the nurse, the hernia developed after the patient started pd therapy in (B)(6) 2016. It was reported the patient was not having any pain. However, the nurse indicated the hernia was growing in size. Therefore, it was reported the hernia repair was done to mitigate any potential complications. Since the repair, the patient continues pd therapy without any issues and has recovered, according to the nurse. The nurse stated the hernia is not related to any issues with fresenius device or product. Additionally, the nurse stated the patient did not experience any malfunctions with the fresenius cycler or any overfill events. Per the nurse the patient is obese which is a risk for hernia development. Furthermore, the nurse reported the natural physiology of pd therapy (due to the dialysate in the peritoneum is a contributing factor for the hernia event.